Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient was reported to weigh (B)(6). The body mass index of the patient was calculated to be 40.7 kg/m2. The perclose proglide smc device instructions for use state under special patient populations. The safety and effectiveness of the perclose proglide smc devices have not been established in patient populations who are morbidly obese (body mass index greater than or equal to 40 kg/m2).

Event description:
It was reported that after a diagnostic heart catheterization procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was depressed, it would not move down to meet the body of the device and the needles would not deploy. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.